Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced cyst at abutment site and subsequently underwent revision surgery (date not reported) to remove the cyst. The implanted device remains.